Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly the customer observed air bubbles along the infusion set tubing. Tandem technical support educated customer on the proper air removal steps. Customer changed pump supplies and resumed insulin delivery.